Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed. The main coil was found to be kinked and stretched upon inspection. The interlocking arm of the main coil was missing. A microscopic inspection was performed. The main coil zap tip was inspected and no damage was observed. The dimensions of the pusher wire and coil were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter and will contribute to the coil becoming jammed in the catheter. The preparations for use instructs the user to begin continuous flush before introducing the coil into the catheter. The probable non-performance of this maintenance step is a contributory factor in the excessive friction encountered in this event. (B)(4).

Event description:
It was reported that a broken coil occurred and snaring of a coil was performed. A 3mm x 10cm idc was selected and advanced to treat a digestive tract hemorrhage located in the ileocolic artery. During procedure, a branch of the lesion was successfully embolized with idc. Upon performing coil embolization on another branch, the 3mmx10cm coil was inserted into a non bsc microcatheter, resistance was encountered when the coil came out 2 or 3 cm from the distal tip of the catheter. The physician could neither push nor pull the coil. The physician thought the interlocking came off then delivery wire was removed. Intermittent flushing was performed with saline solution to push the coil and it was noted that the coil was unraveled. The physician grasped the coil with 4mm and 5mm non-bsc snaring device for removal. However, the coil was unintentionally cut and left in the superior mesenteric artery. An abdominal operation was performed to prevent any occurrence of complications and the coil was retrieved from the patient. The procedure was not completed due to this event.

Event description:
It was reported that a broken coil occurred and snaring of a coil was performed. A 3mm x 10cm idc¿ was selected and advanced to treat a digestive tract hemorrhage located in the ileocolic artery. During procedure, a branch of the lesion was successfully embolized with idc. Upon performing coil embolization on another branch, the 3mmx10cm coil was inserted into a non bsc microcatheter, resistance was encountered when the coil came out 2 or 3 cm from the distal tip of the catheter. The physician could neither push nor pull the coil. The physician thought the interlocking came off then delivery wire was removed. Intermittent flushing was performed with saline solution to push the coil and it was noted that the coil was unraveled. The physician grasped the coil with 4mm and 5mm non-bsc snaring device for removal. However, the coil was unintentionally cut and left in the superior mesenteric artery. An abdominal operation was performed to prevent any occurrence of complications and the coil was retrieved from the patient. The procedure was not completed due to this event.